Event description:
Five days post uae pt developed extremely severe pain with severe difficulty urinating. She must lift her legs with her hands. She is not able to move them otherwise. No appetite, bloating, rock hard stomach, and pelvis feels like "it has a gasoline fire in it".